Event description:
During a procedure, the operator noticed light source from around the 40cm mark on sheath. The operator removed the device from the patient, the sheath was burned and the fiber was separated. No harm to patient was reported and the procedure was completed with another device of the same model number.

Manufacturer narrative:
(B)(4).